Event description:
It was reported that, after the second inflation/deflation, the balloon no longer could be removed from a 6f introducer and had to be removed with the sheath. There was no pt injury reported.

Manufacturer narrative:
The device history records were reviewed and confirmed that the lot met all release criteria. One dilatation catheter introduced through an introducer and a guide wire introduced through the catheter was received for evaluation. Upon inspection of the returned sample, the balloon was partially extending out the distal tip of the introducer approx 3.5 cm. The shaft of the catheter appeared intact with no visible damage. There appeared to be some adhesive type residue on the shaft proximal of the introducer, 21.5 cm from the tip of the catheter and was approx .5 cm in length. The introducer was labeled 6f and had a stopcock attached with a cover on one of the ports. The length of the introducer was approx 13.3 cm and the useable length measured 9.9 cm. The distal end of the introducer appeared flared around the balloon. The balloon was not fully deflated. The portion of the balloon that was extended out of the introducer appeared to have been folded down to approx 4 wings. The balloon could be easily pushed distally out of the introducer. The proximal section of the balloon that was reduced down in the introducer measured approx 2.7 cm. The balloon catheter was immersed into a warm water bath. Inflation of the balloon was attempted using an inflator and bubbles were noticed immediately in the water. There was a pinhole in the balloon approx 3.7 cm from the distal tip. Due to the condition of the sample, the result of the investigation was inconclusive as introduction and recreation of the removal issue could not be performed to confirm removal issue. It was confirmed that the balloon had a pinhole and could not be fully deflated. The pinhole in the balloon and the deflation issue may have been contributing factors in the reported removal issues. The definitive root cause for the pinhole in the balloon is unk. It should be noted the recommended introducer was not used. The current IFU for this device states: equipment required: introducer sheath (input sheath recommended).